Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level of over 700 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was expressed symptoms such as nausea, thirsty, abdominal cramps and lost control of bowl movements. Customer does not wish to continue troubleshooting. The insulin pump will not be returned for analysis.